Event description:
The customer contacted stryker to report that their device failed the user test and logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. The customer also advised the device logged an event code in the memory which is related to a potential issue of the device to deliver energy. Upon evaluation of the customer¿s device, stryker observed that the device energy output was lower than expected. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported and observed issues. Stryker replaced the therapy pcb assembly to resolve these issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly. Stryker determined that the cause of the reported and observed issues was due to transistor, designator q7. Q7 was partially shorted.